Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device had previously been serviced for an ec107, ec341 and ec345 on 1/18/2018. During the previous service even, the processor printed circuit board was replaced. The direct cause of the current issue was not serviced during the previous return. The reported condition was verified but was not reproduced during evaluation. The device was found out of specification in relation to the reported system error 345 alarms. System error 345 alarms were verified through a review of the event history log and found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.